Event description:
It was reported that the ilet insulin pump¿s connector cracked, and during removal the user¿s insulin cartridge also cracked, after which the user completed fill tubing to expel the damaged parts, rewound the pump, cleaned the insulin cartridge with a lint-free cloth, and successfully resumed insulin delivery; the issue involved a fracture associated with the reservoir component, and blood glucose levels were high due to prolonged disconnection. No injury, clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem that resulted in a component fracture of the reservoir/connector. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.